Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported kidney infection and sepsis could not be determined. A direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported multisystem organ failure and subsequent patient outcome could not be conclusively determined through this evaluation. Hm3 lvas, serial number (B)(6), was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. G, and the heartmate 3 patient handbook, rev. G, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including multiple types of organ failure and dysfunction (respiratory failure, right heart failure, renal failure, and hepatic dysfunction), infection (local, driveline, and pump pocket), sepsis, and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection, as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to multiple organ failure, urological/kidney infection, and sepsis on (B)(6) 2023. The outcome was not device or therapy related. The device was not explanted.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.